Manufacturer narrative:
The complainant declined to provide any further information regarding the reported event. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation. Not returned.

Event description:
Complainant called into customer support to report that he is getting high blood glucose results. According to the complainant he took two (2) 4 mg of glipizide based on the 277 mg/dl result; stated "...he felt 'sick' ..."